Manufacturer narrative:
Qn#(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at (B)(4) as part of a (B)(4). Lot in july of 2015. The returned instrument was evaluated and found that as received the knob rotation was dry and sluggish as well as the handle to jaw mechanism hung up in multiple positions of rotation thus we are able to validate the alleged complaint. Further evaluation showed that after proper lubrication this instrument was able to pick-up, retain, close and release clips both with and without the use of silastic test tubing. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the alleged issue, but it is suspected that the customer did not "lubricate" the instrument prior to sterilization as recommended in IFU other remarks: (l06109 rev.03) supplied with the instrument which states "the instrument must be cleaned, lubricated, functionally checked, and sterilized prior to each use. Use a non-silicone, water-based lubricant prior to sterilization. Do not use mineral oil, petroleum or silicon-based lubrication products". Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided. No corrective action required at this time. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The jaw of the applier was unable to function properly; opening and closing of the handle did not link with the jaws movement. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The jaw of the applier was unable to function properly; opening and closing of the handle did not link with the jaws movement. The patient's condition was reported as fine.